Event description:
On (B)(6) 2013 the reporter stated that the pump had powered off after being exposed to water and would not power back on. There is no adverse event with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/19/2013 with the following results: moisture was visible in display and a crack observed in pump case near top right corner of display. Pump electrical current draws were tested and were within specifications. Leak test verifies leak at crack in case. Pump opened and moisture damage found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.